Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a dissected thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. Prior to the device implant on the same day, total arch replacement surgery was performed. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, a type ii endoleak of unknown origin was reported. On (B)(6) 2010, a bare metal stent was additionally implanted to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. The type ii endoleak reportedly persisted. The diameter of the aneurysm was 60 mm. On (B)(6) 2011, one year follow-up imaging showed that the diameter of the aneurysm was 52 mm. The type ii endoleak was reportedly resolved, and no issues were reported. On (B)(6) 2012, two year follow-up imaging showed that the diameter of the aneurysm was 55 mm. No issues were reported. On (B)(6) 2013, three year follow-up imaging showed that the diameter of the aneurysm was 50 mm. No issues were reported. No further information is available.